Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the subject ICD was found programmed in nominal mode during a scheduled follow-up on 27 october 2017. The following warning was displayed on the programmer screen: "the device was reinitialized 1 time since the beginning of life. Last reset date (B)(6) 2017 7:16". Preliminary analysis results showed that the device reset was caused by a corruption in device memory, most likely due to a single event upset (seu). Normal device operation has been restored.

Event description:
Reportedly, the subject ICD was found programmed in nominal mode during a scheduled follow-up on (B)(6) 2017. The following warning was displayed on the programmer screen: "the device was reinitialized 1 time since the beginning of life. Last reset date (B)(6) 2017, 7:16". Preliminary analysis results showed that the device reset was caused by a corruption in device memory, most likely due to a single event upset (seu). Normal device operation has been restored.